Event description:
Per the sales representative, the resident was twisting the screw into the patient's skull and the screw head broke off from the rest of the screw. The body of the screw was unable to be removed and is left in the patient's skull.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device not returned.